Manufacturer narrative:
(B)(4).

Event description:
This (B)(6) female presented for extraction of a dual-coil mdt sprint fidelis (6949) lead. The lead was prepared for extraction by attempting to retract the helix, this was unsuccessful. A spectranetics lead locking device was inserted into the mdt (6949) lead. A 14fr. Glidelight was used for the extraction procedure. The patient experienced hemodynamic changes when the laser reached the ra. A spectranetics bridge balloon was placed on the back table and threaded up the femoral wire that was placed pre-operatively. Once advanced into the svc, the bridge guidewire was inadvertently removed, which may cause instability of the balloon. The balloon was inflated and under fluoroscopy conformed to the svc, however patient status remained unchanged. CPR began as the cardiac surgeon arrived. At the discretion of the surgeon, the bridge balloon was re-inflated after the sternotomy; 60cc of saline/contrast was infused during the second inflation which appeared to tamponade the svc momentarily. The patient was put on bypass to attempt repair, however this was unsuccessful and the patient did not survive. This report is being made against the bridge occlusion balloon as a potential mechanism of injury. Additional reports; glidelight;1721279-2016-00172, lld;1721279-2016-00171.

Manufacturer narrative:
B2: outcomes now reflected as "required intervention" (since the bridge balloon may have propagated the svc tear) instead of "death" (captured in the initial MDR). B5: additional case detail provided. G3: manufacturer became aware of the need for supplemental correction MDR on 03 aug 2021. H1: type of reportable event corrected to "serious injury". H3: the device was discarded, thus no investigation could be completed. H6: archived device code 2887 (from supplemental MDR #1) corrected to 1584. H6: added codes 18 and 61. Conclusions code 70 remains applicable for this event. In the spectranetics bridge occlusion balloon catheter instructions for use (IFU), 4. Warnings, it states, in part: "maintain guidewire position throughout the procedure; do not remove the guidewire while the ballon is inflated"...and: "do not over-inflate the bridge occlusion balloon catheter after fully occluding the vessel. Over inflation may result in damage to the vessel"... In this event, the guide wire was removed after the bridge balloon was inserted into the body. In addition, after approximately 30cc of saline/contrast mix was used during the initial bridge balloon inflation and visibly appeared to conform to the shape and occlude the svc under fluoroscopy, all 60cc of saline/contrast were pushed during the second inflation of the bridge balloon at the direction of the surgeon post-sternotomy. Postmarket surveillance performed a record review and discovered that three MDR''s (1721279-2016-00171, 1721279-2016-00172 and 1721279-2016-00173) were submitted for "death" for the same patient. This duplicated the patient's death, which trended more deaths than actually occurred. This supplemental MDR is being submitted to change "death" to "injury", accurately reflecting the event and avoiding "death" duplication. MDR #1721279-2016-00172 will remain unchanged.

Event description:
Additional case detail from reported complaint: the bridge guide wire was removed after bridge balloon was inserted and determined to be in proper anatomical location. No diagnostic equipment was utilized to assess the presence and location of any venous or myocardial injury or pericardial effusion after the injury was suspected and before rescue protocols were initiated. During the initial inflation of the bridge balloon, approximately 30cc of saline/contrast mix were used; the balloon inflated and visibly appeared to conform to the shape and occlude the superior vena cava (svc) under fluoroscopy. During CPR, it was presumed the bridge balloon migrated out of the svc. During a second inflation of the bridge balloon at the direction of the surgeon post-sternotomy, all 60cc of saline/contrast were pushed into the balloon, and team questioned whether the bridge balloon also propagated the svc tear at that time.